Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Additional device: model: a34-34/c100-o20 suprarenal aortic extension lot: 1026326-034 release date: 10/18/2012 expiration date: 9/30/2015.

Event description:
It was reported the patient had a procedure on (B)(6) 2013 with a bifurcated and a suprarenal aortic extension. Subsequently, the patient had a thrombosed graft. Physician elected to explant both devices. No patient injury reported.

Manufacturer narrative:
Based upon the clinical evaluation, the reported thrombosed graft was confirmed. A manufacturing record review was performed and the lot met all release criteria with no issues or deviations that would explain the reported event. There did not appear to be a design or manufacturing root cause for the reported event based on the investigation. The following factors were noted during the clinical review: the misuse of the devices in the presence of severe bilateral iliac stenosis and the small caliber reversed conical aortic neck that narrowed to approximately 1.5 cm in diameter; and the large calcified plaque within the right iliac artery. Overall, the patient anatomy and known peripheral artery disease appear to be the most likely cause of the event.